Event description:
Caller reported damage to tandem charging cable, rendering charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. The customer successfully used a new usb cable, resolving the issue with help from cts, who assisted in loading the cartridge and confirmed the case number, leading to the closure of the case.